Manufacturer narrative:
Device evaluated by MFR: promus premier us, mr, 3.0 x 16mm stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The device was left to soak in water bath at 37 degrees for 12 hrs as there was evident hardened medium in the balloon. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings on both balloon ends were opened out from their folded positions, the folds appeared to be folded tighter in the centre of the balloon. Crimp markings were evident on the balloon body indicating crimp contact between the coated stent and balloon. The device was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber; however a pinhole tear was noted in the proximal balloon cone. The tear was located proximal of the proximal marker band and was 1mm in length. No balloon damage was evident adjacent to the pinhole. The tear was not located within the crimped stent area of the balloon therefore the damage caused was not likely due to the crimped stent. The bumper tip of the device showed signs of damage. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and partial deployment of stent occurred. The target lesion was located in the right coronary artery. A 3.00x16mm promus premier" drug-eluting stent was advanced to treat the lesion. However, during initial inflation at 2 atmospheres, the balloon ruptured and the stent did not deploy fully. Sequential balloon inflation was then performed to get the stent to its proper sizing and to deploy the stent fully. The device was completely removed and the procedure was completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture and partial deployment of stent occurred. The target lesion was located in the right coronary artery. A 3.00x16mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during initial inflation at 2 atmospheres, the balloon ruptured and the stent did not deploy fully. Sequential balloon inflation was then performed to get the stent to its proper sizing and to deploy the stent fully. The device was completely removed and the procedure was completed. No patient complications were reported and the patient status was stable.